Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2017-07079. During follow up, episodes of noise were noted on the atrial and ventricular channels. Provocative testing was performed and the noise was reproduced on the atrial channel. The device was reprogrammed and the leads will continue to be monitored. The patient was in stable condition.